Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. (B)(4)

Event description:
The consumer reported that she felt like she was being burned inside her body by the implant. The patient stated she had more pain in her back since she got the implant than before the implant. The patient reported a burning sensation at the implantable neurostimulator site and that therapy was off at the time. The patient felt pain at her shoulder blades with stimulation on. There was a sudden change in therapy or symptoms. The indication for use was spinal pain. If additional information is received a follow-up report will be sent.